Event description:
Health care professional (hcp) reports 3 fiber leaks noted by blood in the dialysate compartment during pt treatment. All dialyzers were reused prior to the reported events, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.